Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alerted and was unable to clear it. Customer's blood glucose was 149 mg/dl. Customer does not recall any significant events that may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with normal operating currents, no blank display noted, no damage found on the c13 lcd isolation tape. All buttons functioned properly and no damage in the keypad assembly noted. No unclosed j2 lcd keypad connector. The insulin pump was monitored for several days and no unexpected alerts during our testing. The mini link transmitter with the glucose sensor simulator communicates and calibrates properly to the insulin pump. The insulin pump has cracked reservoir tube lip.